Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported that a nurse was touching the top left corner of the monitor and received a shock. The biomed at site advised that the nurse was in the emergency department at the time this occurred, and she were triaged, as she received the shock firstly in her hand and it went up to their shoulder. The nurse was touching the monitor and received a shock.

Event description:
It was reported that a nurse was touching the top left corner of the monitor and received a shock. The nurse was touching the monitor and received a shock. The nurse who received the shock stated that she was fine, and had no injuries or needed treatment.